Event description:
Dealer is stating that the seat is bent.

Manufacturer narrative:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint was confirmed for seat is bent. Both seat rails are bent.

Event description:
Product was returned for evaluation. The underlying cause documented on the irs or return fields in oracle is identified as: complaint was confirmed for seat is bent. Both seat rails are bent. Dealer is stating that the seat is bent.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.